Manufacturer narrative:
On 09/22/2016 a medtronic representative, following-up at the site, reported the navigation system shut down right after the spin. The monitor screen was blue and it said "xxiting..." Performed a hard re-start with the power button. When the navigation system re-booted everything went fine. It caused about 3-4 minutes of delay. Were able to manually send the spin from the imaging system to the navigation system to continue the procedure. On 09/26/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, and transferring images from their imaging system, their navigation system unexpectedly shut-down. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.